Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip noted, minor scratches on display window, cracked reservoir tube window, reservoir tube and cracked battery tube threads.

Event description:
Customer reported high blood glucose of 400 mg/dl. Customer stated that the insulin pump is cracked at the reservoir compartment. Customer started that the bottom lip of where the reservoir screws in is missing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.